Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). User facility phone number: (B)(4).

Event description:
According to the reporter, the staple did not form properly when anastomosing the intestine during a colorectal procedure. Another device was used to complete the procedure, then another 111983 was replaced to complete the procedure. There was unanticipated tissue loss. It was unknown if reinforcement material was used.